Manufacturer narrative:
Medtronic received the following information from the journal article entitled; surgical site and graft infections in endovascular and open abdominal aortic aneurysm surgery jasper c.m. Langenberg, jan a.j.w. Kluytmans, hans g.w. De groot, gwan h. Ho,1 eelco j. Veen, m.g. Buimer <(>&<)> lijckle van der laan surgical infections (2018) vol 19, 4 doi: 10.1089/sur.2017.302. Average age. Average weight. Date of death unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant sent graft systems were implanted into patients for the endovascular treatment for abdominal aortic aneurysms (aaa) between (B)(6) 2000 and (B)(6) 2016. The following adverse events were reported: death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.